Event description:
Patient's representative reported left side capsular contracture, baker grade unknown, ¿mastitis, pain¿, ¿persistent pain in retroareolar breast tissue, breast asymmetry, left implant dislocation after mastectomy and multiple reconstructions in chronic mastitis¿. Device has been explanted and replaced with an allergan device.

Manufacturer narrative:
Corrected data: b.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, migration, inflammation/irritation.

Event description:
Patient's representative reported left side capsular contracture baker grade unknown, migration, and inflammation/irritation. Device has been explanted.